Event description:
A patient reported experiencing inaccurate low results with an ot basic original meter. The patient's blood glucose results were 115 mg/dl (meter), 175 mg/dl (lab). Tests were done < 10 minutes apart with a difference of 26%. Patient did not experience any adverse events. No further information has been reported.